Manufacturer narrative:
The device history records for radiesse lot were reviewed. All required testing specifications for the lot were met prior to release. No non-conformances were discovered that would have contributed to this event. Additional information was requested and not received.

Event description:
Dr (B)(6) injected a female patient with 1.5 cc radiesse into nasolabial folds and marionette lines. The patient presented with painful blisters inside the mouth. Blisters were cultured and came back negative. Blisters were also firm to the touch, not warm, very painful, and there were no abscesses. Dr (B)(6) treated the patient with prednisone, keflex, and valtrex, dose, frequency and duration were not provided; and the blisters resolved within a few days. The patient was treated a topical blt topical anesthetic prior to treatment which has since been thrown out.